Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The user facility is foreign; therefore a facility medwatch report will not be available. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported during a lumbar fusion surgery when locking the set screw with the final screwdriver the screwdriver broke and disconnected into two parts. Surgery was continued using another final screwdriver.

Manufacturer narrative:
On (B)(6) 2016 the customer responded with the lot number and confirmed no part was left in the patient; the broken part was removed immediately.

Manufacturer narrative:
The returned driver was evaluated. The tip has fractured off in a manner consistent with a torsion failure during screw installation.

Manufacturer narrative:
There were no indications of manufacturing issues which would have contributed to this event. The labeling provides instruction on device usage.